Manufacturer narrative:
The autopulse platform was returned to zoll on 12/31/2015 for investigation. Investigation results as follows: visual results: visual inspection of the returned platform was performed and found no visible or physical damages to the platform. Archive data results: a review of the platform's archive data was performed and found that a user advisory (ua) 41 (patient temperature sensor failure) and ua 45 (not at "home" position after power-on/restart) message occurred on the reported event date of 12/16/2015, thus confirming the customer's reported complaint. No other significant problems found in the archive. Functional testing results: the reported ua 41 and in addition ua 5 messages were also duplicated during functional testing, upon powering up the platform. Further investigation found that the temperature sensor was defective and needed replacing to remedy the ua 41. It was also observed that the clutch plate was stuck and needed to be deburred. The drive shaft was rotated back to "home" position (after performing clutch plate deburring), which remedied the ua 45. The customer's reported complaint of the platform displaying a ua 41 message was confirmed during review of the platform's archive data and was also replicated during functional testing. In addition, ua 45 was also observed in the archive data review. Further investigation determined that the temperature sensor was defective, which was replaced. Further observation found that the clutch plate was stuck and needed to be deburred. Replacing the temperature sensor and deburring the clutch plate remedied both uas. Unrelated to the complaint, it was observed that the battery lock was missing, a new battery lock was installed on the platform. The platform passed all final functional testing.

Event description:
Customer reported that during a routine shift check the autopulse platform displayed user advisory 41 (patient temperature sensor failure) and user advisory 45 (drive shaft not in home position). The customer stated that the platform would not initialize and then the user advisory 41 displayed. The customer attempted to troubleshoot the errors, however they were unsuccessful to clear the error messages. No patient was involved with this event. No further information was provided.

Manufacturer narrative:
The customer's reported complaint was confirmed during functional testing. User advisory (ua) 45 was observed when the device was first powered on and was attributed to the drive shaft not at home position due to hard to rotate encoder shaft. The clutch was replaced and the encoder shaft rotated normally by hand with lifeband clip insertion. A review of the platform archive log showed ua 45 messages had occurred since (B)(4) 2016. The autopulse was used on (B)(6) 2016 successfully for 23 min and at the end the lifeband was not pulled up and therefore, the next time the platform was powered on (B)(6) 2016 the autopulse indicated ua 45 many times as the platform was switched on & off several times. Again, the advisory message was not cleared and the platform indicated ua45 several times when powered on (B)(6) 2016. User advisory error messages are designed into the platform when one of several conditions is detected. Ua 45 informs the customer that the drive shaft was not at "home" position when the platform was powered on. This user advisory will persist until the driveshaft is returned to its home position. The most likely reason that the error message was not cleared was that the encoder shaft was difficult to rotate manually and therefore unable to rotate the shaft to the "home" positions. A visual inspection of the returned autopulse platform was performed and found the short black cover was split/cracked. The autopulse platform is a reusable device and was manufactured on 12/27/2007. Therefore, these type of physical damages found during visual inspection is characteristic of normal wear and tear for the life of the device and is not related to the reported complaint. The damaged parts observed during visual inspection and functional testing were replaced. The autopulse platform was run using normal & large resuscitation test fixture (lrtf) and the platform passed all final testing criteria. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).